Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544230 hemolok ml clips 6/cart 84/box was received in original closed package , lot # 73b1600040 was confirmed, in addition was received other two package without cartridge, only received tyvek with lot # 73b1600040. During visual inspection was observed; cartridge has 6 clips loaded properly in slots, all clips in good condition (without damage). Failure mode "clip reopened" was not confirmed with sample received during visual inspection. Functional inspection: 6 hem-o-lok clips were loaded into the clip applier p/n 544171, batch # 04e0800117-020; the 6 clips were loaded properly/correctly into the clip applier, no issues were found. The 6 clips were closed (closure test) into the appropriate media tubing p/n 95802-01 according to tecate manufacturing procedures (B)(4); the clips were properly/correctly closed, after the closure test the 6 clips were reviewed/verified (pulled) to duplicated the failure mode, no issues were found, failure mode "clip reopened" reported by the customer was not able to be duplicated with sample available. Sample received did not confirm the issue reported other remarks: by customer "clip reopened", a functional inspection was conducted with the 6 clips in the cartridge, the clips closed properly as intended. Therefore, corrective actions are not required at this time.

Event description:
Five clips were closed and then reopened and fell into the patient. The complainant said that it did seem that the clips had closed. All the clips were retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73b1600040 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Five clips were closed and then reopened and fell into the patient. The complainant said that it did seem that the clips had closed. All the clips were retrieved. The patient's condition was reported as fine.